Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: :analysis was able to confirm the customer comment that the ventricular connector was broken. It was also noted that the battery clip was broken and a software update was required. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.